Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device caused continuous activation.

Manufacturer narrative:
Alleged failure: pedals sticking, staying in mode. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be an issue related to different product attachments, such as the handpiece or rf probes. An error with the associated console used during surgery. Footswitch fatigues over time, footswitch defect, loose disconnected cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device caused continuous activation.